Event description:
The customer reported a battery issue on a colleague device. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. During baxter's review of the event history, it was discovered that there was a battery depleted alarm that occurred during infusion which caused an interruption during delivery. The user interface module master software version for this device is 5.06.00, which is categorized as unremediated.

Manufacturer narrative:
(B)(4). A service history review revealed that the device has been previously serviced for the reported condition. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the actual colleague volumetric infusion pump was evaluated on-site at the customer facility. The reported condition was confirmed but not duplicated. The visual inspection was successfully completed. The root cause of the reported failure determined to be that batteries discharged past threshold. Appropriate action was taken to resolve the reported problem by replacing the batteries and safety harness. The device passed all tests performed per baxter procedures and was returned to the customer in good working condition. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up report will be submitted if additional information becomes available.